Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The poc representative reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump had scratches on screen, buttons were unresponsive and hard to press. Customer states the battery life had diminished, gives warning of getting low when it had plenty of battery and battery case missing from top part of the case was in rough condition and insulin pump had unexpected no delivery alarm. The device will not be returned for analysis.